Event description:
On (B)(6) 2008, a cardiothoracic surgeon performed a procedure to repair a thoracic aortic aneurysm. The reporting complainant alleges the following: "an anesthesiologist used a hermetic lumbar catheter during the procedure to control the cerebrospinal fluid pressure. When the catheter was being removed it broke and a large segment of the catheter was retained." The reporter did not provide the product ID and integra lifesciences is not able to confirm the actual product alleged to have been involved in the procedure.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.